Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out again if the issue arises in the future, which they acknowledged and understood.